Event description:
The transport monitor was on an IV pole with two IV pumps. The monitor was plugged into the wall but not "on." The patient's spouse heard the machine make noise and it began to spark and smoke. She unplugged the machine and moved it to the hall where the nurse took the machine to an office and called facility services. A short time later, the machine began making more noises, sparking and caught on fire. The facilities associate put the fire out using an extinguisher. After the second event, party service phoned ge and explained the fire. Ge said that a letter had been sent out telling people not to use 3rd party batteries in equipment (letter not received). Since this was a battery fire, the service company is now checking all equipment for the use of 3rd party batteries. Ge has the monitor that caught fire.